Event description:
It was reported that placement of the proglide sutures was attempted in the right common femoral artery using the preclose technique prior to a abdominal aortic aneurysm procedure (aaa). The arteriotomy was 5fr sheath and during the aaa procedure. Reportedly, when placing the guide wire, a feeling of resistance was felt two cms from the exit port. An attempt to change the angle of the proglide device to assist with wire insertion was unsuccessful. The wire was reversed and the proximal end was used successfully to rewire. It was noted that the marker port was not flushed before insertion, which has since been rectified. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty inserting the guide wire into the guide wire exit port was confirmed. For this specific lot, a search of the lot history record indicated no related non-conformance records and a similar incident query of the complaint database indicated no similar events. Based on an expanded investigation, a possible product issue related to the difficult to insert guide wire through the guide wire exit port was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method, per instructions for use: under the perclose proglide smc system clinical procedure - verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.